Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported they had a pump error. The customer reported that the pump died without 490. The patient got one alert the day before and then it died in the middle of the night it only alerted once and then she went to bed and it shut off. The pump passed selftest. The customer¿s blood glucose was 490mg/dl at the time of incident and treated it and was due to the pump going off in the middle of the night. The customer received power loss alar, replace battery and low battery alarm. No troubleshoot was needed. The insulin pump will not be returned for analysis.